Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant's investigation. Medical records reviewed. The patient was admitted to the hospital for abdominal pain, which was originally thought to be peritonitis. The patient was administered intravenous antibiotics. However, the patient¿s peritoneal dialysis fluid culture showed no growth. In addition, the patient¿s peritoneal dialysis fluid culture gram stain showed no organisms seen and rare white blood cells. Medical records do not contain a peritoneal dialysis fluid cell count and differential. Patient¿s white blood cell count on admission was 6.06 and blood cultures were negative. There is no documentation in the medical record that indicates there is a causal relationship between the liberty cycler and the patient¿s hospitalization for abdominal pain. The medical records do not indicate a specific cause for the patient¿s abdominal pain and there is evidence that indicates the abdominal pain was not peritonitis. Without a peritoneal dialysis fluid cell count and differential, no conclusion can be made about the existence of peritonitis. At this time, no conclusion can be made concerning any causal relationship between the abdominal pain the patient¿s peritoneal dialysis treatment and products.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2016 and hospitalized until (B)(6) 2016 for abdominal pain, nausea, and vomiting. No cause for these symptoms was determined officially. The patient described the pain as throbbing, 10/10 in severity and intermittent in nature. The patient was admitted to the cardiac telemetry unit due to elevated troponin. Patient's peritoneal dialysis fluid had rare white blood cells (wbc)and no growth. The cause of the pain was originally thought to be peritonitis. The patient was administered intravenous antibiotics. However, the patient's peritoneal dialysis fluid culture showed no growth. In addition, the patient's peritoneal dialysis fluid culture gram stain showed no organisms seen and rare white blood cells. The patient's white blood cell count on admission was 6.06 and blood cultures were negative. The patient was discharged (B)(6) 2016 and diagnosed with acute abdominal pain, non-sustained ventricular tachycardia (nsvt), chronic renal failure with azotemia, elevated troponin, hyperkalemia, and lactic acidosis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.